Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon investigation the charger was resetting. The cause of the resets was isolated to the charger/modem's ca board. The root cause for the resets was unable to be positively determined, but was likely related to an intermittent bga connection on the ca board. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective charger / modem. The last patient to use this charger/modem did not report any deficiencies.